Event description:
I had back surgery where the surgeon used a product called medtronic infuse. After some time, I developed overgrown bone, experienced significant pain, and suffered other serious injuries.